Event description:
It was reported that during a thoracic procedure the scrub nurse loaded the sc60 with ecr60b (it clicked into position). The surgeon put the sc60 into the chest and as he went to close the device the reload fell out into the chest cavity. The sc60 was reloaded with another cartridge. Sister observed the reload was loaded correctly and clicked into position. The gun was introduced in the closed position into the chest. As the gun was opened in the chest to put across the lung the reload fell out into the chest. Both reloads were retrieved and will be returned. The sister did load the sc60 with one of the retrieved reloads just to see . The reload stayed in position. She fired the device and the staples were formed as expected. The surgeon opened another sc60 and this was loaded and fired without incident. No patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.